Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Difficulties inserting a sheath can occur due to a number of factors including, but not limited to tight tissue tract, an obese patient, or heavily scarred patient tissue. To ensure this type of experience is not a result of a potential product related deficiency, the devices are hydrophilic coated and are visually inspected to assure that the coating covers the entire surface. It should be noted that the patient was reported to have had scar tissue and a very tight artery. This may have contributed to the experienced event. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, due to scar tissue, the artery was very tight and the device could only be advanced approximately two thirds into the anatomy. There was no pulsatile blood flow through the marker lumen. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.